Event description:
It was reported that this right atrial (ra) lead was fractured and was surgically abandoned due to the lead was difficult to extract. This ra lead was replaced. No additional adverse patient effects were reported.